Event description:
The device was returned to the service center with a report from the customer contact that the device needed preventative maintenance. No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, corrosion due to battery leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
During testing at the service center corrosion was found in the battery compartment, on the battery door and on the middle printed circuit board of the device. The probable cause was due to leakage from the disposable batteries. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.